Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found internal corrosion. Analysis also found the display had a white spot and the display was jumpy. The latch tab on the cord door was bent. It was noted the hinge plate, top display cover, and top case were in poor cosmetic condition. (B)(4)

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.